Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for an unknown indication. On an unknown date, the patient's pump "didn't work for them" and "it did not help them." They tried all kinds of different narcotics, but nothing worked. The pump was explanted as a result. The explant date was unknown, but reported as several years ago. The patient stated "they couldn't remove the whole thing (a wire) because it was too close to the spinal cord." The patient developed meningitis post explant. The meningitis was treated with an unknown antibiotic and it resolved. It was noted the patient had memory issues and had a hard time remembering a lot of things. Additional information has been requested regarding the patient's medical history and concomitant medications, the diagnosis for use of the pump, troubleshooting and diagnostics, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from a healthcare provider (hcp) reported the patient first started experiencing meningitis infection after the patient's last explant. It was unknown what diagnostics occurred. The patient medical history was reported to include fibromyalgia, depression, and thrombocytopenia.

Manufacturer narrative:
The previously unknown pump was identified as pump ngv012754n, and updated accordingly. The previously unknown catheter was identified as catheter j12576r30, and was updated accordingly. Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Additional information received from an healthcare facility in the form of medical records. Medical history included a previous pump removal due to bacterial meningitis (manufacturer's report number 3007566237-2015-02950).